Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that they went to the emergency room (ER) due to feeling sick for several days. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the ER with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime daily (dose, frequency, duration unknown), and was discharged on (B)(6) 2023 prior to obtaining the culture results. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. The patient was recovering from the events and the pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo pd therapy utilizing the same liberty select cycler.